Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the xience v stent was placed with success in the left anterior descending artery (lad), but immediately after the intervention, the patient experienced problems; therefore, a second x-ray was performed, and it showed thrombosis in the already placed xience v stent. A voyager balloon catheter was used to treat the target lesion with success and with a good blood flow. The patient was very well after the dilatation. Aspirin was administered before the procedure and clopidogrel after the procedure. Reportedly, the dosage of aspirin before the procedure was not sufficient and may have caused the thrombosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - thrombosis is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use (IFU) as a potential adverse event. In this case, there was no report of damage to the product or difficulties deploying the stent implant which could have contributed to the thrombosis. It was noted by the physician that medication may have played a role in the thrombosis, though this could not be confirmed. Based on the incident information, though a cause for the thrombosis and the relationship to the product cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.